Manufacturer narrative:
Device evaluated by MFR: unused product from same lot.

Event description:
Lancet did not retract after use, nurse was injured when she put the device into the sharp container. The patient suffered from (B)(6). The nurse has received the care protocol after the incident. This incident was reported to us from our counterpart in (B)(4). The lot has not been received in the u.s.